Event description:
It was reported that intermittently, a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.